Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump passed the self test. There was no displayable history check failed on startup alarm or memory erased anomaly noted. They were unable to perform the unexpected restart alarm error test. There was no damage found on a component on the interface board. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that he was trying to change his infusion set and received a motor error alarm when he filled the cannula. Customer's blood glucose was 360 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer was assisted in clearing the alarm. The pump alarm alarmed at the fill cannula when he tried to perform the pump rewind. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan. Customer also had a displayable history check failed on startup alarm, which caused the pump to reset entirely and he had to reprogram the time.